Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The advocate stated that the patient is in 80's, therefore, age of patient captured as (B)(6). The customer's weight is unknown. Since no product information is available, lot #, expiration date and device manufacture date have been left blank. The model # was not provided.

Event description:
The advocate from (B)(6) reported that the customer obtained a blood glucose reading of 6 mmol/l on a contour next usb meter. The customer took usual dosage of 25 units of humalog in the morning, at an unknown time. After 20 minutes of obtaining a reading of 6 mmol/l, the customer experienced hypoglycemic event. The paramedics were called who tested the customer's blood glucose readings with their meter and contour next usb meter and obtained readings of 4 mmol/l and 1 mmol/l respectively. The customer was treated with glucogel and 10 percent dextrose by cannula. The customer was taken to the hospital. The customer has been discharged from the hospital and is fine. The customer has not returned test strips for evaluation. Replacement meter was sent to the customer. The customer did not provide the product information.